Event description:
It was reported that during a lap sigmoidectomy procedure, the surgeon tried to connect the anvil with the shaft with an instrument called hunter. After they heard the click, they started closing the instrument but the anvil detached. They tried again with the hunter, again they heard the click close and again the anvil detached. They changed the hunter to the original anvil grasper and twice the anvil didn't hold. They took out the anvil and then realized that it was bent. They opened a new instrument and continued the surgery in an open technique. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.